Manufacturer narrative:
Per the t:slim x2 user guide: always remove all air bubbles before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 239 mg/dl. During a pump system check, air was observed in the tubing. The customer reported that the air was due to an improper filling technique. The customer changed the pump supplies and a bolus via the pump was delivered to address the bg level. Tandem technical support educated the contact on how to properly remove the air during the loading process.